Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8100 error 241.4150. Account name: (B)(6) hospital account #: 1440700 asset name: 8100 pump module v8.5.29.0 (v9) asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer receiving error 241.4150 on device 8100 (s/n (B)(4)). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: customer receiving error 241.4150 on device 8100 (s/n (B)(4)). Biomed already replaced the patient side pressure sensor. Recommended to replace the platen assembly, then try a door assembly, then the bezel assembly, lastly would be the logic board. Biomed will conduct repair and call back if any further assistance is needed. End call.